Event description:
The customer observed a false reactive alinity I toxo igg for one patient. The following results were provided: sid (B)(6), initial result, 19jul2024= 6.9 iu/ml; repeat result, 25jul2024= 0.1 iu/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I toxo igg for one patient. The following results were provided: sid (B)(6) , initial result, (B)(6) 2024= 6.9 iu/ml; repeat result, (B)(6) 2024= 0.1 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Updated section h6: medical device problem code: from a090804 to a090809.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints for lot 61402be00 did not identify an increase in complaint activity. The ticket trending review did not identify any related trend regarding commonalities for lot number 61402be00 and issue. A device history record review did not identify any nonconformance's, potential nonconformance or deviations associated with the lot number 61402be00. The overall performance of alinity I toxo igg reagents in the field was reviewed using data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot number 61402be00 was identified.

Event description:
The customer observed a false reactive alinity I toxo igg for one patient. The following results were provided: sid (B)(6) , initial result, on (B)(6) 2024= 6.9 iu/ml; repeat result, on (B)(6) 2024= 0.1 iu/ml. There was no impact to patient management reported.